Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  experienced a power on reset (por) that was suspected to have occurred during a ventricular fibrillation (vf) episode. It was noted that the wireless function of the implantable cardioverter defibrillator (ICD)  had become disabled during or soon after therapy delivery and por occurred on the device. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.